Manufacturer narrative:
On 03/15/2016 03:05 pm (gmt-4:00) added by (B)(6): the customer confirmed the device is available however at this time, we had not received it. We will continue to follow up for its' return so we can do a complete evaluation. When that occurs we will send a supplemental report with our additional findings. (B)(4)

Event description:
On 02/24/2016 08:28 am (gmt-5:00) added by (B)(6): custom tubing pack (B)(4) was being used with a child when end user noticed a crack in tubing. They clamped the lines and cut out section and then reconnected and kept going. It did not compromise the pt and everything is fine. (B)(6) called it in to me and he gave me the piece to send in. I need a biohard kit sent to me please.

Manufacturer narrative:
April 19, 2016, 04:28 pm (gmt-4:00) added by (B)(6): the evaluation confirmed the reported problem. Evaluation of the returned product confirmed a crack in the roller pump tubing. A root cause could not be determined at this point. Complaint number: (B)(4), record ID: (B)(6) - supplement.

Event description:
02/24/2016 08:28 am (gmt-5:00) added by trackwise webservices (cpl) (tws): custom tubing pack 701066583 beq 47800 was being used with a child when end user noticed a crack in tubing. They clamped the lines and cut out section and then reconnected and kept going. It did not compromise the pt and everything is fine. (B)(6) called it in to me and he gave me the piece to send in. I need a biohard kit sent to me please.

Manufacturer narrative:
Correction: g4 dates were not entered in the initial and follow up MDR. Initial MDR g4 date: 02/18/2016. Follow up MDR g4 date: 03/02/2016.

Event description:
02/24/2016 08:28 am (gmt-5:00) added by trackwise webservices (cpl) (tws): custom tubing pack 701066583 beq 47800 was being used with a child when end user noticed a crack in tubing. They clamped the lines and cut out section and then reconnected and kept going. It did not comprimise the pt and everything is fine. Donnie harrington called it in to me and he gave me the piece to send in. I need a biohard kit sent to me please.